Manufacturer narrative:
The full name of the initial reporter is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The getinge stm replaced the batteries and the IV pole bracket that was broken. The stm then completed preventive maintenance on the iabp. The iabp calibrated and passed all functional and safety tests per factory specifications. It was then returned to the customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during preventive maintenance being performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump failed the battery runtime test. There was no patient involvement or adverse event reported.